Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 1/6/2021 section h3. Device returned to manufacturer? Yes device evaluation: the complaint lens was received in a specimen cup. Visual inspection under magnification revealed what appeared to be dried blood and viscoelastic residue on the optic body and haptics, and that the lens was returned cut in half, which is consistent with a lens that was handled during explant. Both haptics were observed to be bent, however this can be attributed to handling and dried viscoelastic residue, and therefore cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that one additional complaint was received for this production order number; however, no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, best estimate is between (B)(6) 2020 and (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from a patient's left eye (os) due to patient seeing shadows. The incision was enlarged and sutures were used. A replacement lens of the same model and diopter was used. It was indicated that the patient is fine. No further information was provided.